Event description:
According to the available information as the surgeon began to pull on the tensioning suture, it snapped. The suture snapped at the junction between the suture and mesh. A second altis was successfully implanted.